Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range, hv lead impedance was observed during follow-up check in clinic. The lead was removed from the header and reconnected with good hv lead impedance values. The physician elected to cap and replace the lead on (B)(6) 2016 despite the good values.